Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, but was able to verify the reported issue was logged in the device¿s memory. The root cause was unable to be determined. The device's battery pins were replaced and the j11 component was reseated as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device experienced multiple unexpected shutdowns. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device experienced multiple unexpected shutdowns. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.